Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The introducer sheath was loaded on the pusher assembly backwards. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned devices revealed that the ruby coil introducer sheath was loaded on the pusher assembly backwards. This type of damage typically occurs due to improper handling during preparation for use. If the device is soaked in saline prior to use and the introducer sheath is loaded backward, upon attempting to advance the coil through the introducer sheath, difficulties may be experienced. Further evaluation of the returned device revealed that the pusher assembly was fractured. This damage was likely incidental and may have occurred while packaging the device for return to penumbra. However, the separation between the two fractured segments was enough to retract the pull wire out of the distal detachment tip (ddt), which caused the coil to detach from its pusher assembly during the functional test. Evaluation of the returned lantern revealed that the catheter shaft was fractured. This type of damage likely occurred due to improper handling during use. If the device is forcefully manipulated at extreme angles during use, damage such as this may occur. Damage to the lantern catheter shaft may have contributed to the inability to advance the ruby coil during the procedure. This fracture prevented the lantern from being functionally tested. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00129.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a ruby coil through the lantern, and therefore the ruby coil was removed. The physician then placed multiple ruby coils using the lantern. Later in the procedure, the physician re-attempted to use the ruby coil, however the ruby coil was unable to advance to the end of the lantern, and therefore the ruby coil was again removed. The procedure was completed using additional ruby coils and the same lantern. It was also reported that at the end of the procedure, the hospital staff noticed that the lantern was fractured near the hub. There was no report of an adverse effect to the patient.